Event description:
Product was returned for repair only. It was broken with no pieces missing. Contact with the hosp provided little info. Contact stated he believed it broke while in use, but that no incident report was filed and no delay or pt injury notes as having occurred.